Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a severe malignant stenosis in the distal branch of the right airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight. According to the complainant, during the procedure, the stent was unable to be fully deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.

Manufacturer narrative:
A fully deployed ultraflex tracheobronchial uncovered stent was received for analysis; the delivery system was not returned. Visual examination found no damage or issue with the stent. The green retention suture was inspected and no anomalies were noted in both ends. The stent was measured to be within specifications. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a severe malignant stenosis in the distal branch of the right airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tight. According to the complainant, during the procedure, the stent was unable to be fully deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.